Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11037. It was reported that the patient experienced an epidural hematoma during a procedure on (B)(6) 2019. The trial system was explanted on (B)(6) 2019. Post-operatively, the patient began to feel extreme pain and started to lose some feeling in his legs. As a result, the patient had a t3-t11 laminectomy, regained movement in his extremities, and has been released from the hospital. Patient is stable.